Manufacturer narrative:
The transmitters associated with this complaint were requested for investigation. However, only serial number (B)(6) was received. Investigation of the device was unable to replicate the alleged issue, and no non-conformances were found. The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, changing the transmitter parameters intentionally or unintentionally, the patient having a non-curonix device implanted, migration, and the patient feeling the unintentional stimulation/new pain in a new area that is not targeted for therapy have been ruled out as potential causes. However, the device was implanted occipital at the c2 nerve root which is off-label use. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-30200 rev 7, "the freedom pns system is not intended to treat pain in the craniofacial region". The stimulator is used to treat pain. The cause of the reported issue is due to off-label use as the device was implanted to treat occipital nerve stimulation (user error-clinician).

Event description:
The patient reported a painful dramatic jolt feeling down their neck when using one of their transmitter assemblies. The patient was provided new transmitters, there have been no further instances of the reported issue, and everything is working as normal.

Manufacturer narrative:
The transmitters associated with this complaint were requested for investigation. However, they have not yet been received by curonix hq. The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, changing the transmitter parameters intentionally or unintentionally, the patient having a non-curonix device implanted, migration, and the patient feeling the unintentional stimulation/new pain in a new area that is not targeted for therapy have been ruled out as potential causes. However, the device was implanted occipital at the c2 nerve root which is off-label use. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-30200 rev 7, "the freedom pns system is not intended to treat pain in the craniofacial region". The stimulator is used to treat pain. The cause of the reported issue is due to off-label use as the device was implanted to treat occipital nerve stimulation (user error-clinician).

Event description:
The patient reported a painful dramatic jolt feeling down their neck when using one of their transmitter assemblies. The patient was provided new transmitters, there have been no further instances of the reported issue, and everything is working as normal.